Event description:
It was reported that there were spikes in pace impedances, of the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator. The most recent spike was greater than 3000 ohms. The patient was reportedly not dependent. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were spikes in pace impedances, of the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator. The most recent spike was greater than 3000 ohms. The patient was reportedly not dependent. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.